Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.